Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 174-175 mg/dl.